Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01288. This report is being submitted as additional information. Approximate age of device - (B)(6). The pump remained implanted supporting the patient and only the replaced portion of the repaired driveline was returned for analysis. Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported pump stoppage events captured in the submitted log files. Approximately 19¿ of the external portion/distal end of the driveline was returned. Red rescue tape was observed 2¿ through 4¿ from the metal connector. An electrical continuity test of the returned driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. Upon removal of the rescue tape, damage to the silicone jacket was observed 2.5¿ from the metal connector. The clear bionate layer appeared unremarkable. Shield breakdown was observed throughout the length of the driveline. The shielding was removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. Additional log files were submitted for review which showed continued pump stops. The patient remained ongoing on lvad support until expiring on (B)(6) 2018, due to respiratory failure. The pump was not returned for evaluation. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU provides also outlines indications of driveline wire damage as well as how to respond to such events. In addition, the IFU outlines all system controller alarms as well as how to respond. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
A log file was provided to the manufacturer¿s technical service representative for an urgent analysis, and a pump stoppage was confirmed. The patient was reported as asymptomatic. Submitted x-ray images reviewed by technical services were unremarkable. On (B)(6) 2017, an external distal end percutaneous lead (driveline) replacement was successfully completed onsite by the technical services representatives. Additional information was received from the vad coordinator stating that the patient is at home and experiencing red heart and yellow wrench alarms. Intermittent pump stoppage is occurring while on battery and an ungrounded cable. During the pump stoppage events, the patient lost consciousness. The patient was transported by ambulance to the local emergency room and was airlifted to the implanting center for further evaluation. The vad coordinator stated that one of the previous percutaneous lead (driveline) repairs is fairly close to the exit site and is unsure if the patient is a candidate for pump exchange. A log file was reviewed by the manufacturer¿s technical service representative and pump stoppage events were confirmed. Follow-up information received stated that interrogation of the patient¿s system controller history revealed a pump stoppage event. A log file submitted to the manufacturer¿s technical services for analysis confirmed the pump stoppage event occurred on (B)(6) 2017. The event occurred while the lvad system was connected to a power module. A replacement of the external distal end portion of the percutaneous lead (driveline) was performed during a prior hospitalization on (B)(6) 2017. A recent system controller log file submitted to the manufacturer¿s technical services for analysis on (B)(6) 2017, showed an additional pump stoppage event occurred on (B)(6) 2017, while the lvad system was connected to a power module. The healthcare professionals suspect an internal short to shield driveline issue. The patient remained on lvad support with the use of a non-grounded power module patient cable for power module support. No additional information was received.